Event description:
The customer contacted stryker to report that their device is not completing the boot up process when it is powered on. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a faulty OEM pcb assembly. The OEM pcb assembly was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Stryker further evaluated the removed OEM pcb assembly and determined that the cause of the reported issue was due to a shorted capacitor, designator c18.

Event description:
The customer contacted stryker to report that their device is not completing the boot up process when it is powered on. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.